Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration which was confirmed through x-ray. It was noted that the lead shifted due to patients triangular shaped spinal cord. The patient underwent a lead revision procedure. No device malfunction was suspected.